Event description:
This rv lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2017 due to infection. The physician was dr. (B)(6) in an un`known facility . No other information is available . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).